Event description:
The customer called to report that she is experiencing high blood glucose levels, but the insulin pump has not given any no delivery or motor error alarms. The reported blood glucose reading at the time of the call was 312 mg/dl. Reviewed the alarm history, and only found low reservoir alarms. The customer didn't have the tubing clamp for the high pressure test. Advised the customer that the tubing clamp would be shipped to her. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.